Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was cycled and six malformed clips were fed and formed due to a three incidents of double feed that occurred during the analysis. The instrument locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and upon inspection, the tab from the clip track was noted to be damaged; this condition led to the double feed event. No conclusion could be reached as what may have caused the clip tab damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clips didn´t hold and didn´t close partially. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.